Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified for the white foreign material on the air/water cylinder and tube. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Based on the results of the investigation, a root cause could not be identified for the foreign material on the plastic end distal cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign objects in the air/water cylinder, and air/water tube, and foreign objects on the plastic end distal cover. There was no patient involvement.